Manufacturer narrative:
Date sent to the FDA: 10/06/2009. Mesh exposure occurred - dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500 a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an anterior and posterior pelvic floor repair procedure and a sling procedure on an unknown date. At the five year post-operative follow-up visit, the surgeon observed a palpable mesh exposure (0.5 cm in posterior). The patient also had provoked vaginal pain with dyspareunia. The surgeon observed vaginal mucosa atrophy and moderately reduced vaginal compliance, both of which the surgeon reported were a natural consequence of aging. The patient was treated with vagifem 25mcg two times per week. Mesh excision surgery is planned and pelvic floor rehabilitation was prescribed.